Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high glucose hk gen 3 result for one patient sample. The initial result was 189 mg/dl and was reported outside the laboratory to the physician. The result was questioned as the previous result for this patient was 80 mg/dl. The sample was repeated and the result was 84 mg/dl. The sample was also repeated on another cobas c501 and the result was 83 mg/dl. The patient was not adversely affected. The reagent lot number was 151041 with expiration date of 07/31/2017. The field service representative checked the analyzer and did not find anything abnormal. A specific root cause could not be determined based on the provided data. A general instrument or reagent problem could be ruled out as calibration and qc were acceptable and the instrument was checked to be okay. As no issues occurred with others assay or others samples, it was assumed that an isolated pre-analytical issue was the actual root cause for this issue. It was possible that the sample probe transferred too much sample due to deposits on the outside of the probe or some material found its way into the measuring cuvette.